Event description:
It was reported that during a removal operation, one screw of proximal 4 screws was found broken under the screw head. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation has shown that the locking head of the screw is strongly blocked inside the threaded hole of the plate. The threads are complete fretted together. Unfortunately, we are not able to elaborate the exact reason which has lead to this phenomenon. Either, extreme mechanical force was applied during the removal surgery which may ultimately have led to the screw breakage. It is also proposed that too much applied mechanical force was applied while tightening or another possible reason could be an instable fracture which led to micro movement of the implants which can cause such fretting as well. No product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. While three possible reasons are proposed, we are not able to give a conclusive statement regarding the exact cause of failure and the complaint condition remains unknown.